Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 96 mg/dl. The customer stated that the alarm has been occurring every other day, throughout the day. The customer stated that they have already done troubleshooting and nothing helps. The customer was using the correct techniques. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.